Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available for evaluation. Only the history data was sent for investigation. The device history files were analyzed. The pump was switched on and a space-line neutrapur was inserted. The infusion was started at 17:25:01 with a rate of 400 ml/h and a vtbi of 20 ml. Three seconds later, the infusion was stopped by the upstream alarm, with an active infusion volume of 0.14 ml. The alarm was acknowledged, and therapy resumed at 17:25:11, then stopped again at 17:25:20, this time with an infusion volume of 1.08 ml. The pump was switched to stand-by mode at 17:25:34 and restarted at 17:30:18. It was then restarted at 17:30:23, followed by an upstream alarm at 17:30:48 with an infusion volume of 3.8 ml. The alarm was acknowledged again, and the infusion continued until the set vtbi of 20 ml was reached. A new therapy with a rate of 34 ml/h and a vtbi of 86 ml was then set and started at 17:33:58, which was then completed at 20:05:44 with a total infusion volume of 106 ml. The 106 ml consisted of the first 20 ml and the following 86 ml. The entire therapy lasted 2 hours and 35 minutes. No abnormalities were found. (History files are attached to the note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689 , k142596 , k191910.

Event description:
According to the event description, "spl. Set up a chemo for the patient at 17:24 (to run over 4 hours). The pump beeps about at 20:10 where the pump says that 106 ml is infused (i.e. Vtbi of 106 ml), and it was intended that the chemo should now be with nacl, but almost nothing has been drawn from the bag, even though the pump says that there is. The nurse changes the pump and starts the chemo again."